Event description:
The customer, a biomedical engineer, contacted physio-control to report that when the device's hard-paddles assembly was moved, or stretched out, that the device would indicate that they were disconnected. The biomedical engineer was able to duplicate this with two sets of hard-paddles. As a result, defibrillation may not be possible. This was discovered during a preventative maintenance (pm) evaluation. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he replaced the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.